Event description:
It was reported that in preparation for a water vapor therapy procedure, the patient had been administered general anesthesia. When preparing the delivery device for the procedure, the physician found that the device was missing the white pressure release valve for the leur lock syringe. There were a total of two devices that were opened during the procedure and were found to be missing the same part. The procedure was then cancelled. There were no patient complications as a result of the event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation was not confirmed because the rezum delivery device underwent a design change removing the white pressure release valve (prv). Rezum delivery devices built after 17nov2021 would no longer contain the white prv that was believed to be missing. The delivery devices from this procedure were manufactured on 08dec2021, after the design change was implemented. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.